Manufacturer narrative:
The samples were collected in ER into 4ml, bd, lithium heparin plasma tubes and centrifuged at 3,500 rpm for 4 minutes. Based on available information, the customer called into customer technical support (cts) to report a leaking wash buffer reservoir. The cts had suggested remove and retighten the nozzle and try the bottle again. No further leaking was observed following the cts assistance. A field service engineer (fse) was dispatched to the customer's lab: the fse requested the customer to perform a system check which failed all parameters. The fse inspected the instrument and observed no wash buffer in wash pump. The fse replaced the following components; pumps seals, rotor, seal and wash valve. The fse cleaned valves and performed system decontamination. The fse conducted diagnostic testing and qc; all results passed within specifications. A lack of buffer may have contributed to this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter regarding erroneously high troponin (accu tni) results from five different patient samples that were generated by the access 2 instrument. Five patient samples (a-e) were tested for accu tni and elevated results were obtained. The original samples of all 5 patients were re-tested for accu tni and lower results were obtained. No erroneous results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.